Manufacturer narrative:
Corrected the facility name and address in section e.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reports: needles seem to be more flimsy and the safety feature does not securely lock leaving part of the needle exposed, which has led to needlesticks.